Event description:
Patient reported that she was unable to obtain a blood glucose result, while using the suspect device. Patient indicated that she repeatedly placed blood on the test strip; however, the device did not initiate a test sequence (strip type in use requires side dosing). Patient stated that she was experiencing hypoglycemic symptoms, and since she was unable to successfully perform a blood glucose test at home, she sought treatment at the hospital. Patient indicated that her blood glucose, when tested on a hospital instrument, measured 40 mg/dl. Patient was reportedly treated with intravenous fluids (contents not provided). No additional details of treatment received were provided. Quality control testing had not been performed on the system. Patient's current condition: "good." Technical support requested the return of the suspect product and replacement product was shipped.